Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00977. It was reported during a procedure to implant an additional lead, intraoperative x-rays showed the lead at the s1 vertebral level had migrated. As the physician was disconnecting the s1 lead from the implantable neurostimulator (ins), the lead at the l5 vertebral migrated. Physician removed and replaced both leads. Postoperatively, the patient was reportedly receiving effective therapy.